Event description:
Boston scientific was notified that while the gdc coil was being advanced towards the lesion through the excelsior 1018 microcatheter, the gdc became jammed and the physician was no longer able to advance it. Following retrieval of the coil, the main coil was noticed to have unexpectedly detached. No pt injury and/or complications were noticed. No surgery and or medical intervention were required.